Event description:
It was reported that a malfunction occurred when the pump briefly turned on during an MRI, displaying malfunction code 24, which could not be reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use a backup insulin pump to ensure insulin delivery, and a replacement pump with updated software was sent by technical support. The customer was instructed on steps to take upon receiving the replacement and how to store and return the faulty pump.